Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not operated her scs system in several years and needed a system explant for an MRI (unrelated medical issues). The patient underwent surgical intervention where her entire scs system was removed.